Manufacturer narrative:
Device was visually inspected on return and serviced by the u.s. Distributor ((B)(4)). Customer complaint of high no2 reading was confirmed during testing with a no2 reading not stabilizing causing the device to alarm. The root cause was likely a damaged no2 sensors potentially related to a known sensor warranty issue. Device will be serviced with a new no2 sensors. A full functional test will be performed to ensure the device operates according to specifications prior to being placed back into circulation for customer use.

Event description:
Customer started no therapy at high flow via nasal cannula on male patient on (B)(6) 2020 at a dose of 20ppm. After approximately 2 hours of therapy the device alarmed displaying a high no2 reading of 5.3ppm. The respiratory therapist returned and performed a sensor zero calibration with they system then displaying a lowered and normal no2 reading. About 45 minutes later the no2 alarm issued again with a high reading of 4 ppm. The device was swapped out at this time for a new device. Additional troubleshooted per the technical guide continued by the hospital staff now off patient before the unit issued a sensor bias lost error and required it to be returned for servicing. No patient harm was reported.